Event description:
A scalpel cautery instrument was alleged to have arced at the wrist of the instrument. The cautery instrument was removed from the pt and replaced with another scalpel cautery instrument to continue the case to completion. No pt injury or adverse outcome was reported.